Manufacturer narrative:
E1: phone number: (B)(6). G4: 510k is unknown. No product information has been provided. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream occlusion sensor was recalibrated and the device passed all testing.

Event description:
It was reported that cadd solis pump was not able to prime. The pump warned there was a distal occlusion well before its limits. The customer has used several cassettes and bag but to no avail. The event occurred during priming. There is no patient involvement.